Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported the tip of the wire guide separated upon removal from the patient. The tip was still intact and they were able to remove the wire guide with no harm to the patient.